Event description:
"Blade broke when cutting into the joint. Orif procedure".

Manufacturer narrative:
It was reported that, a "blade broke when cutting into the joint. Orif procedure". It was reported the blade broke off in the patient. The patient is reported to be doing "fine" and no injury was reported related to the incident. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.